Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description (b5) for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that there was a lead safety switch (lss) on this pacemaker due to the right ventricular (rv) lead pacing impedance being greater than 3000 ohms. It was noted that patient was doing heavy activity at the time. No adverse patient effects were reported. Currently, this pacemaker remains in service. According to additional information, this pacemaker exhibited oversensing of noise on the rv lead channel while in bipolar configuration. Technical services (ts) recommended reprogramming to unipolar configuration and other device optimization. No adverse patient effects were reported. Currently, this pacemaker remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description (b5) for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that there was a lead safety switch (lss) on this pacemaker due to the right ventricular (rv) lead pacing impedance being greater than 3000 ohms. It was noted that patient was doing heavy activity at the time. No adverse patient effects were reported. Currently, this pacemaker remains in service.

Event description:
It was reported that there was a lead safety switch (lss) on this pacemaker due to the right ventricular (rv) lead pacing impedance being greater than 3000 ohms. It was noted that patient was doing heavy activity at the time. No adverse patient effects were reported. Currently, this pacemaker remains in service.